Manufacturer narrative:
Although a root cause cannot be identified, the data shows true amplification for the positive results. It is possible that the true positive result is due to contamination from the previous run which generated a strong sars-cov-2 result. The investigation into the reagent lot indicated no systemic product problem.

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from thailand alleged discrepant results for a single patient while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. The alleged sample initially generated a positive results for sars-cov-2 and influenza a (negative for influenza b). The sample was retested on a competitor platform (molaccu) and yielded a negative result for sars-cov-2. The next day, the same sample was retested on different cobas liat and yielded a sars-cov-2 negative, influenza a positive, and influenza b negative result. The negative results were reported. No harm was alleged. An investigation was conducted to evaluate the customer issue. Per FDA¿s eua guidance, 1 MDR will be filed.